Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection was performed on the provided photos; the transfer set was identified with no observed issues with the connection. The reported condition was not verified during photo inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was connection issue between the patient (catheter) adapter of a minicap transfer set and the titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced; however, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.